Event description:
An amo representative forwarded information that one of her accounts has a pt that has experienced "recurring" eye infections while including complete moistureplus in her lens care regimen. According to the optometrist, the pt has experienced keratitis that almost appears to be a staph hypersensitivity while using a bottle of solution. The doctor forwarded the complaint unit for testing. We have requested additional information from the doctor (treatment details, pt information, etc.); no response. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.

Manufacturer narrative:
Tested retained sample and returned sample for chemical specifications and sterility. Retained sample met all specifications, returned sample was non-sterile, most likely due to user contamination.